Event description:
It was reported that an ilet pump became unresponsive and would not unlock despite charging and wake-button attempts, and the device was deemed nonfunctional; a replacement was arranged and the patient transitioned to backup therapy. Symptoms included hyperglycemia with a reported peak of 289 mg/dl for about three hours, without loss of consciousness or other acute complications. Outcomes included self-management with correction insulin and planned basal insulin, with no ketone testing and no medical intervention. Investigation included remote troubleshooting and replacement logistics. Investigation of this device revealed a device hardware issue consistent with a screen or user interface failure that prevented operation, and the affected pump was returned while the patient continued cgm use separately. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction related to the user interface hardware.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.